Event description:
Information received indicates the device was removed due to paravalvular leak. At explant product inspection noted the prosthesis was intact; however, paravalvular leak was noted from the left coronary sinus and from part of the right coronary commissure of the valve. The valve was replaced with no additional consequence reported for the pt.